Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown and battery not charging issues was verified, but the settings time issue could not be verified. The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown and battery not charging issues was verified, but the settings time issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source and the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time.